Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The following information was reported: during an intervention on the left femoral artery procedure, the user placed the advance 18 lp low profile balloon catheter in order to dilate the artery. There was an attempt to inflate the balloon, but the balloon would not take shape and the user could not achieve significant atms (atmospheres). The balloon was removed and the user attempted to blow it up on the table top, but contrast sprayed out of the side of the balloon. There did not seem to be a rupture. The procedure was completed with "great result" with another balloon. There were no reported serious injuries to the patient.